Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's daughter emailed to complain that she would send back the insulin pump that almost killed her mother. The customer had been hospitalized twice in (B)(6) due to the insulin pump. The customer's blood glucose reading was unknown. The customer could not be reached for further information regarding the events. No further details provided.